Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 500 mg/dl at the highest. Customer believed that the infusion set was the cause of the occlusions; however, this could not be confirmed. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed.